Event description:
Dealer says the consumer is stating that the chair will stop and go on its own.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.